Manufacturer narrative:
It was initially reported that monitor 1 had a broken stop. A stryker field service technician visually inspected the actual device stating that the stops were broken on the spring arm and that the m3 screw/backing nuts were both missing. As the m3 screw/backing nuts act to hold the spring arm's safety collar in place, the lack of either could contribute to the detachment of the light head from the spring arm potentially causing injury to the patient or user. The field service technician replaced the front spring arm cover, m3 screw, and backing nut and verified stability and functionality. The spring arm was returned to use. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the monitor 1 allegedly had a broken stop. During the field service investigation is was noticed that the m3 screw and backing nuts were both missing on the spring arm. The m3 screw keeps the spring arm's safety collar in place and, if the screw and/or nut is missing, the light head could detach from the spring arm. There was no reported patient involvement or adverse consequences.